Event description:
In 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was reading inaccurately high. The technical service representative (tsr) spoke with the reporter to obtain/verify information. The patient obtained a 201 mg/dl at 11:45 pm in 2006, while feeling sweaty and feeling "low". She had taken 20 units of nph in the morning and 30 units of nph in the evening. Patient's regular insulin regimen includes 20 units of nph in the morning and 15 units in the evening. The patient had her regular daily meal at 7:00 pm. The patient's physician made a house call and a result of 21 mg/dl was obtained at 12:00. The physician administered 3 glucose injections. At 2:00 the patient was tested on the physician's meter and obtained a result of 188 mg/dl. The patient was not taken to the hospital. The patient tested with the reported meter at 2:27 am and obtained a result of 335 mg/dl. The tsr verified that the calibration code and unit of measurement were set correctly. The patient was correctly cleaning the puncture area and correctly applying the sample to the test strip. The test strips were within expiration date stored properly, and opened longer than the discard date. The tsr walked the reporter through two consecutive control solution tests and the results fell outside the specifications. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient obtained a relatively elevated result, experienced low blood glucose symptoms, and received treatment for hypoglycemia from his physician.